Event description:
Granuloma [injection site granuloma] . Case narrative: united states report received from physician via company representative on (B)(6) 2023 and concerns of a 21 or over female patient had received rha4 on an unknown date in feb-2022, for an unknown indication. An unknown volume of one syringe of rha4 was applied to marionette lines bilateral, using an unspecified injection technique. It was not reported if the needle was used from the box or cannula was used during the administration of rha4. On an unknown date in 2023, the patient had some sort of procedure (unspecified), prior to the adverse event, details were currently unknown. On an unknown date in 2023, described as within last two months, the patient had biopsy where granuloma was confirmed. Concomitant medications and food supplements were not provided. On an unknown date in 2023, described as within last two months, the patient had nodules appeared in the marionette¿s where the filler was placed. Additionally, the patient was seen by an other physician who did biopsy and had confirmed granuloma. The patient had no swelling or redness around the nodules, just hardness. The outcome of the event was not recovered. The intensity of the event was not provided. The product was not available for return. Health effect - clinical code: e2111, injection site reaction no additional information was available at the time of this report. Case comments: a causal relationship between the rha4 and reported and biopsy confirmed granuloma is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. Note should be made that there is no biopsy to confirm the diagnosis of granuloma. The company will continue monitoring the benefit-risk profile for the product.